Event description:
It was reported that a spectrum infusion pump was alarming sys error 105 in oncology. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the sys error 105 caused by a failed I/o printed circuit board with a dislodged component. The failed I/o printed circuit board was replaced.